Manufacturer narrative:
D10 concomitant products:, sig power sigpshell control shell (serial # unknown), sig power sigphandle handle (serial # (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was placed/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel, and released from the tissue.

Manufacturer narrative:
Additional information: b5, d9 (return date), g3, h6 correction: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was p laced/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return, so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel. The clamp cover was then pushed back to return the reload jaws to the open position.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The clamping mechanism was deformed. The pushers were sub flush. One of the blowout plates was damaged. Microscopic inspection of the reload showed damage to the laminate hooks. The knife blade was inspected and no damage was noted. The reload was disassembled, and the laminates were found to be kinked and bent. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it may be difficult to fire or retract the knife blade, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.